Event description:
It was reported that the device reached recommended replacement time (rrt) prematurely. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).